Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an intestinal canal reconstruction at esophagus resection procedure, the surgeon anastomosed the tissue and checked the donuts tissue, however it was not resected all layers and whole circumference. The surgeon said the purse string suture was incomplete. Replaced by new stapler and tried to re-anastomose. The surgeon tried to connect the anvil to the shaft of the device, however one of the anvil center rod was distorted, could not connect the device. The procedure was completed with another device. There was no tissue damage.